Event description:
On 12-mar-2026, arthrex was notified via email of a case study published in 2021 by the archives of orthopaedic and trauma surgery, titled ¿a novel biplanar medial opening-wedge high tibial osteotomy: the z-shaped technique". The study reviewed seventy-five (75) patients who underwent opening wedge high tibia osteotomy, using tibia opening wedge osteotomy plate (arthrex inc., naples, fl, USA) puddu plate, to address isolated medial knee osteoarthritis and symptomatic varus knee malalignment/ biplanar medial opening-wedge high tibial osteotomy: the z-shaped technique. During the median 7.2 years (95% ci 5.6¿9.2 months) follow-up period, one (1) experience of plate and screw rupture was reported. Source: presutti m, goderecci r, palumbo p, et al. A novel biplanar medial opening-wedge high tibial osteotomy: the z-shaped technique. A case series at 7.2 years follow-up. J orthop traumatol. Dec 14, 2021;22(1):53. Doi:10.1186/s10195-021-00617-4.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.